Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 30 mg/dl. Customer¿s current blood glucose level was 186 mg/dl. The customer also experiences blood glucose level, such as 33 mg/dl , 44 mg/dl, 192 mg/dl. The customer was treated with glucose pills. The customer alleges the insulin pump for possible under delivery. The insulin pump will not be returned for analysis.